Event description:
Related manufacturing reference: (B)(4). During a supraventricular tachycardia ablation procedure, electrode noise and optical issues occurred which caused the procedure to be canceled. The ensite x was connected and the diagnostic catheters were placed without incident or malfunction. Typical flutter was induced. Ablation was started and an agilis nxt introducer and tacticath se catheter were introduced. The tacticath se catheter displayed noisy electrograms on the distal electrode and appeared distorted on ensite x. The catheter was replaced but upon introducing the second tacticath se catheter, the error message "catheter is incompatible with tactisys quartz, contact abbott technical service" was displayed. Attempts to remedy this included: additional tactisys quarts box, rebooting all components of ensite x, power-cycling ampere/tactisys, rebooting in voxel mode, not applying catheter pre-sets, and disconnecting/reconnecting se port 1 and 2. Physician decided to abort the ablation procedure since future intervention is likely for atrial fibrillation.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, ¿no force available¿, ¿catheter not detected¿, and ¿incompatible type¿ error messages were displayed and the catheter type was programmed to be 0. The detected programming issue is consistent with the catheter not able to be recognized by the tactisys unit and the reported event.